Event description:
During the procedure, the tip of the guidewire broke off inside the patient in the lad artery. Four centimeters of the device broke off and the stent that was planned to be placed in the vessel was intentionally placed over the broken wire to trap the broken wire beneath the stent. The remainder of the device was removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.